Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and additional information received from the customer. The following sections were updated: b3, b5, g4, g7, h2, h4, h6, and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, the peeling forceps cover glue likely occurred because an external force was applied, such as strong rubbing against the subject part during normal use, including re-processing. The instruction for use does state: "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Event description:
The customer confirmed there were no other devices involved in the event. There was no delay in the procedure in which the subject device was used and the intended procedure was completed with the same device. The device malfunction occurred at the end of the procedure. It was confirmed that there was no patient injury, infection or medical intervention needed. The device was inspected before use.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that there was no flow on the a/w (air/water) channel to clean the objective lens. The nozzle was found clogged with residue and when removed, no flow was observed. In addition, the c-body (control body) forceps cover glue was observed peeling. The image was observed with 1 broken element. The device was repaired and once completed, was tested and passed all required testing and specifications. Reported issue was confirmed. Probable cause could be due to users¿ maintenance and or handling issue.

Event description:
It was reported that during a therapeutic procedure the device was found with no insufflation. There was no flow from the main a/w (air/water ) system. There were no further details provided regarding the reported event. No known patient harm or injury reported. No user injury reported.